Event description:
The following was reported to hamilton medical ag: description from hospital: at (B)(6) hospital the device has entered ambient state while ventilating a patient. First information has it that the patient was not injured. Original customer complaint: the device switched to ambient mode during ventilation.some technical faults were logged.

Manufacturer narrative:
Conclusion of cer (B)(4) : hamilton medical ag has not yet investigated the case based. Hamilton medical is waiting for the device to investigate the claimed issue " device went in standby without operator's interaction" it was claimed an ambient mode (ventilation stop), but it is not yet confirmed. No patient was harmed. The investigation showed that a hardware related issue led to the hamilton-c6 going into "ambient state". During "ambient state" the inspiratory channel and expiratoryvalves are opened, letting the patient breathe room air unassisted. Conclusion: investigation - pending. Cause: investigation - pending.

Manufacturer narrative:
Conclusion of cer (B)(4) : from the information received and the analysis performed regarding this case, the root cause of this event was due to a use error. The hamilton-c6 worked as intended. The log file analysis indicate that the ventilator was put manually into standby mode. Two independent steps are required to get into standby mode: 1. Press the hardkey on the interaction panel, and 2. Confirm with the touchscreen or 1. Press the hardkey on the ventilator unit, and 2. Confirm with the touchscreen. Conclusion: the ventilator worked as intended and the user put the ventilatior into standby mode manually.

Event description:
The following was reported to hamilton medical ag: original customer complaint: il cliente dice che ieri alle 14.17 il ventilatore è andato in stand by da solo. Translated with www.deepl.com: the client says that yesterday at 2:17 p.m. The fan went into standby by itself. *note the complaint description of the intial MDR was a copy and paste error and was mistakely overtook from a template. As well the serial number.